Event description:
It was reported that the patient was having difficulty with the inflatable penile prosthesis (ipp) not functioning properly. Surgical intervention is anticipated. No additional patient complications were reported.